Manufacturer narrative:
The reported communication issue was confirmed. The returned workmate claris amplifier was powered on but no communication was established with the test standard workmate claris computer. The single board computer (sbc) was temporarily replaced with a known good sbc board and successful communication was established with the test standard workmate claris computer. Using the test standard sbc board, the amplifier was run for few hours and no interrupted or loss of communication was observed. The cause for the communication issue and subsequent procedure cancellation was due to a faulty single computer board.

Event description:
Related manufacturing ref: 2184149-2018-00201. During preparation for an ep ablation procedure, the amplifier would not communicate with the system and the procedure was cancelled. The error message, "command packet contains incorrect parameters" displayed. The error was attempted to be cleared, the settings were changed on the amplifier, the fiber cable and media converter were replaced with no resolution and the procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.